Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became blank for a new user and, after placing the device on the charger and syncing data, the display returned, and the user could view glucose data; during the event, the system provided low alert, and the user treated with an infusion set and a glass of juice. Symptoms included hypoglycemia with a documented nadir of 55 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included telephone troubleshooting and data synchronization, after which normal display function resumed, and an ilet report was generated. Investigation of this case revealed hypoglycemia of unclear cause with a transient display issue that resolved with charging and synchronization, while low glucose alerts functioned and therapy continued. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.